Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy. Blood glucose level was not provided. The reporter alleged the insulin pump malfunctioned on (B)(6) 2017, causing the patient¿s blood glucose level to rise rapidly, but no injury was sustained on that occasion. The patient reportedly discontinued insulin pump therapy with the subject insulin pump. The reporter alleged a malfunction of the insulin pump, causing the patient¿s blood glucose to rise. An adverse event is not being reported because there was no indication that the patient experienced a serious injury while on insulin pump therapy. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #2: date of submission 08-nov-2019 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2019 with the following findings: during investigation, the pump passed all required testing for delivery accuracy . The black box and pump history show no evidence of delivery malfunction. Investigation was unable to reproduce a power failure. The complaint regarding the users blood sugar rising was reported to occur on (B)(6) 2017. The black box recorded a power interruption on 3/26/2017 at 21:03. Prior to the power interruption on (B)(6) 2017 at 21:03, the user stopped the continuous glucose monitoring (cgm) session at 21:02. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Correction: the alert date of this event should have been reported as (B)(6)2017.